Manufacturer narrative:
H3, h6: we have now concluded our investigation into the complaint reported. The device used in treatment was not returned for evaluation, all provided information has been reviewed and we have not been able to establish a relationship between the device and the reported event or determine a root cause. Factors that can contribute to the reported event include a film raw material quality issue. The manufacturing records show no evidence that the product did not meet specification at the time of manufacture. The complaint history file contains further instances of the reported events. This investigation is now complete with no further action deemed necessary. Smith and nephew will continue to monitor for any adverse trends relating to this product range.

Event description:
It was reported that, a few iv3000 had about a one half centimeter strip on the outer edge had no adhesive so could not stick to the skin. No case involved.